Event description:
A gastroenterologist reported that a (B)(6) male received solesta (dextranomer/ hyaluronic acid) injection into the submucosa of the anal canal as treatment for fecal incontinence. Additional medical history included benign prostatic hypertrophy, colon polyps, chronic anal fissure, carpal tunnel, dyslipidemia, hypertension, and incomplete bladder emptying. Concurrent medications were not provided. On (B)(6) 2012, the patient received solesta in his physician's office. Three injections were administered. Approximately 24-36 hours after the procedure, the patient presented with symptoms of an abscess. He required hospitalization due to an abscess in his prostate area. The patient was evaluated by a surgeon and intravenous antibiotics were administered. The patient was hospitalized for 3-4 days before being discharged on oral antibiotics. He was to be re-imaged in one week to evaluate the status of the abscess. As of (B)(6) 2012, the event was improved, but still present. The physician felt the event was related to the use of solesta.

Manufacturer narrative:
A casual relation between the event and the treatment cannot be excluded. The event is already addressed in the risk management report/labeling by a warning regarding the injection procedure in men with enlarged prostate. No corrective action will be initiated.